Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : according to the information provided, it was reported that in the cooperative clinic an anterior ligament reconstruction procedure is performed, the health specialist dr. Daniel saavedra decided to use his surgical technique with the rigidloop adjustable standard implant (ref232447 lot 5l45067) the proper step-by-step procedure of the surgical technique is performed, for the implantation of the rigidloop adjustable material (ref232447 lot in the step of the 5l45067 technique) blocking with the suture (white color) is pulled but this reacts negatively with the rupture of the loops where the graft is suspended the complaint device is not being returned, therefore unavailable for a physical evaluation. However, a photo was provided. Upon visual inspection of the photo, only the original box of the device was observed. The complaint reported was not confirmed. The photo do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause.   A manufacturing record evaluation was performed for the finished device lot number: 5l45067, and no non-conformances were identified.   At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be filed as appropriate. Additional narrative: to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported by the sales rep via complaint submission tool that during an anterior ligament reconstruction procedure the healthcare professional was properly using the rigidloop adjustable standard. When the white color suture is pulled, it reacts negatively with the rupture of the loops where the graft is suspended. Another device was used to complete the procedure. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.